Manufacturer narrative:
Radiographs were not received. Revision surgery has not occurred. The surgeon has elected to monitor the patient. No further investigation can be completed at this time. The root cause of this reported event has not been determined; however, the duration-to-failure suggests the possibility of non-union. Labeling review: potential adverse events and complications: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss fixation, nonunion or delayed union, fracture of the vertebra, implant subsidence..." Warnings, cautions and precautions: "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Discarded by user facility.

Event description:
A patient underwent a vertebral body replacement (vbr) on (B)(6) 2014. Approximately 26 months after surgery, it was noted the vbr had reduced in height 5-6mm. Patient is asymptomatic. No revision surgery is planned at this time.